Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast reconstruction with two 480cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The rupture was diagnosed during a routine MRI. As a result, the patient underwent unilateral removal and then replacement with a 480cc mentor memorygel breast implant (catalog: 3505480bc lot: 9443804 sn: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2020. On (B)(6) 2021, mentor also received additional information indicating that the patient also experienced asymmetry between their reconstructed breasts. As a result, along with the removal and replacement of the rupture left breast implant, the patient also underwent lateral capsulorrhaphy and medial capsulorrhaphy to improve the symmetry between both breasts on (B)(6) 2020. Manufacturer¿s reference number: (B)(4). The complication on the right breast/implant will be reported under mrn: 1645337-2021-05477 this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the correct date of explantation was (B)(6) 2020. On (B)(6) 2021, the product investigation was completed. Device investigation summary: during the visual evaluation, the device was observed to be ruptured and was received in three parts. Additionally, within the rupture, an anomaly was observed consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).